Event description:
Litigation papers allege the patient suffered pain and discomfort causing a revision surgery in (B)(6) 2010 and (B)(6) 2011. Update: 3/27/2012 - plaintiffs preliminary disclosure form was received which identified part/lot information. Although originally reported as asr, product/lot information reveal otherwise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient is resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Update - (B)(4) 2012 - amended litigation received. It identified that the patient was implanted with pinnacle and not asr. The previously received preliminary disclosure form identified the error and pinnacle was reported. There is no new information that would affect the investigation. Update - (B)(4) 2012 - medical records were received from legal. Patient was revised due to infection on (B)(6) 2011. There is no new information that would change the existing MDR decision. Records are available on disc 3 if needed for further review. Doi: (B)(6) 2010. Dor: (B)(6) 2011 - revision with insertion of temporary spacers. Reimplantation/spacer removal: (B)(6) 2011. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the depuy hip as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.